Event description:
Account reports that the hose gets cracks 5 to 10 inches from the cuff. Also, the hepa is cracked and cuffs are coming off. The elbow sticks in the face mask and is difficult to remove.